Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. A conclusive cause for the reported thrombosis, and the relationship to the product, if any, cannot be determined. The treatment(s) appears to be related to the operational context of the procedure as reportedly an aspiration device was used to treat the thrombus. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat de novo lesion in the superficial femoral artery (sfa) with mild calcification and mild tortuosity. The 5x120mm supera self expanding stent system (sess) was implanted; however, post stent implantation the patient developed stent thrombosis. Therefore, an aspiration device was used to treat the thrombus. No additional information was provided.